Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose value of 449 mg/dl at the time of incident. Customer was delivered a bolus and have an active insulin. Customer was advised to calibrate the blood glucose because the blood glucose was very high. The device will not be returned for analysis.